Manufacturer narrative:
Per the instructions for use (IFU), ventricular malposition requiring intervention and conduction system injuries which may require a permanent pacemaker are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. An edwards technical summary was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. According to the (B)(4) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in edwards clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the information available indicates patient and procedural factors (pre-existing rbbb, calcified valvular disease, preserved ejection fraction, a slightly lower pre-deployment valve position than perhaps assessed on tee, poor coaxial alignment and poor image intensifier angle) likely caused or contributed to these events. There is no indication this event was a result of malfunction of the sapien valve or the ascendra delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, during a transaortic tavr procedure the 23 mm sapien valve was deployed canted in a too ventricular position causing central aortic insufficiency. A second valve was implanted in order to mitigate the aortic insufficiency. The patient also developed complete heart block post deployment of the first valve and was implanted with a permanent pacemaker the next day. The patient was reported as recovering and in stable condition. Per report, right femoral artery and right femoral vein access was achieved for insertion of the pigtail catheter and temporary pacemaker. A right mini thoracotomy was performed and the 26fr ascendra sheath was inserted. The balloon valvuloplasty was performed with a 20 x 3 cm edwards balloon. The 23 mm sapien valve was inserted and deployed. The final valve position was 10:90 (non-coronary cusp) and 30:70 (left coronary cusp). The valve appeared to be migrating towards the left ventricle due to worsening aortic insufficiency seen on echo. Complete heart block was also noted. Therefore a second 23 mm valve was prepped and positioned and deployed in a 50:50 annular position overlapping the first valve. Post valve deployment echo revealed zero paravalvular and central leak. The patient remained hemodynamically stable throughout. The sheath was removed under rapid ventricular pacing and surgical closure was performed. Hemostasis was achieved in the right groin. Temporary pacemaker was left in place due to the complete heart block. The patient was extubated and transported in stable condition. A permanent pacemaker was implanted the next day. The valve malposition was attributed to poor coplanar view. Additional information: the pre-deployment position of the first valve was approximately 60:40 ventricular. The native valve/leaflet calcification was described as severe. The aortic root calcification was mild. Coaxial alignment of the delivery system and the valve was described as poor; the image intensifier angle was poor; there was no loss of pacing capture during valve deployment and ventilation was held. The patient¿s ejection fraction was 65%.